Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. The patient had a myoma which was 700 g in weight. During the procedure, after 100 g of the myoma was cut into small pieces, the blade did not come out from the sheath. Another like device was not available for use, so the myoma was removed from the patient's vagina. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate/extend during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate/extend as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05404. The same patient is represented in each medwatch.